Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received, confirming a reportedly defective device. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. The device was fully articulated in opposite directions while the working length was held. No issues were identified with articulation. Regarding passability, no issues were identified with passing the spybite through the working channel. The device was plugged into the controller. A live, clear image was displayed. The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open using the cutting fixture to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the wcs to the pebax. The working channel sleeve did not fall out; the working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter at bond a, as seen by the white area on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds image was lost intermittently. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.   This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.